Manufacturer narrative:
(B)(4). Customer returned pump for alleged high bg's found on (B)(6) 2021. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, and occlusion test. Test p-cap locks properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and cracked retainer. Unable to verify customer's complaint for high bg's. Corroded battery tube is confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received via medtronic indicated that customer had a high blood glucose. Blood glucose reading was 489 mg/dl. Customer blood glucose at time of call was 72 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer was treated with changing set for high blood glucose. No further patient complication were reported. Device was return for further analysis.